Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer delivered a correction injection to address bg. Reportedly, the malfunction alarm was cleared and insulin delivery was resumed.